Event description:
The patient had pain located in the pelvic region and the cause is unknown. The patient believed the pain was due to screw placement during primary surgery. The surgeon removed the 15mm and 20mm screws implanted during the primary. The surgeon also revised the 36mm biolox head to a 28mm biolox head, revised the flat d 36 liner to a d 28 double mobility liner, and implanted a dm converter and biolox option sleeve. The surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 22 december 2025: screws: mpact 01.32.6515 cancellous bone screw flat head d 6,5 l (k103721) lot 2002399:(B)(4) items manufactured and released on 29-may-2020. Expiration date: 2025-may-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6520 cancellous bone screw flat head d 6,5 l 20 (k103721) lot 2002400: (B)(4) items manufactured and released on 04-jun-2020. Expiration date: 2025-may-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 3 devices of the same lot involved in this case. Root cause: although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event. The investigation results do not indicate any potential manufacturing issue.